Event description:
It was reported that when using the bd pyxis¿ es server, the epic information of new orders, new patient registrations were not crossing over to pyxis. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4: unique device identifier (UDI) not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the epic information stopped crossing to pyxis es. A technical support specialist (tss) dialed into the server and ran the server downtime query, noticing the last successfully processed message time showed a one-hour delay, while the cce sent time was 22 dec 2025 09:41:04. Tss attempted to restart the external messaging and external inbound processor services, along with net.pipe listener adapter, net.tcp listener adapter, and net.tcp port sharing service. Monitored and confirmed the last successfully processed message time updated to the current time, but the carefusion coordination engine (cce) sent time remained the same. Tss deployed the cce package and ran the query again; the cce sent time updated and synchronized with the last successfully processed message. The customer proceeded to close the case. The system functioned as intended after the technical support specialist troubleshot the device.